Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The crimp was not returned with the instrument. No other damage or wear marks were observed on the clevis. This complaint is being reported due to the broken pitch cable and missing crimp found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, the prograsp forceps instrument had a cable off the pulley and the device was not functioning properly. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.